Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900178 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was trying to ligate vessels and experienced misfiring and jamming somewhere between the first and ninth clip. The procedure was laparoscopy cholecystectomy. No injury or harm was done to the patient.